Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the bile duct during a biliary stent placement procedure performed on (B)(6) 2018. According to the complainant, during procedure, the spyscope ds was advanced to the target lesion by eus guided hepaticogastrostomy (eus-hgs). The spyscope ds was inserted from fistula to left hepatic duct and advanced to anastomosis site through hepatic portal region. Reportedly, they had difficulty advancing this device compared to a usual procedure. The working channel sleeve protruded when the spyscope ds was articulated, no part of the device detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event.